Event description:
Two staff were transferring resident from bed to wheelchair with full body lift - lift broke and resident fell, landed on floor with sling still attached. Resident landed on legs of lift and hit head. Lift center landed on residents abdomen. Resident was about 4 feet in the air during transfer when the lift broke. Resident wasn't responding with eyes open initially after the fall for 4 minutes. Resident body was stiff and rigidity noted. Staff unhooked the sling from the lift and transferred resident with the sling and a different lift from the floor to bed. On call doctor notified and residents sent to ER for eval.